Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported to the implant patient registry (ipr), approximately 2 years, 11 months, 7 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the valve was explanted and an alternate valve was implanted. The reason for explant is unknown.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u IFU was reviewed. Valve stenosis and valve regurgitation are known potential adverse events. Noted under potential adverse events, 'valve stenosis', 'valve regurgitation'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, '2 years, 11 months, 7 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was explanted and a inspiris resilia valve was implanted. The records also discuss the reason for explant was "mechanical breakdown of biological tavr with mixed ai/as". Per IFU, valve stenosis was potential adverse event associated with the use of bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet thickened or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, patient had hyperlipidemia, which is a well-known factor that may increase the risk of valve calcification or stenosis. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the reported event. Per the instructions for use (IFU), valve regurgitation is also a known potential adverse event associated with bioprosthetic heart valves. In this case, the patient had stenosis, which can impact leaflet functionality by preventing the valve leaflets from closing properly, leading to central regurgitation. As such, available information suggests patient factors (stenosis) may have contributed to the reported event. A definitive root cause is unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. Investigation is ongoing.

Event description:
As reported to the implant patient registry (ipr), approximately 2 years, 11 months, 7 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the 26 mm sapien 3 ultra valve was explanted and a inspiris resilia valve was implanted. Additional information received through medical records showed that the reason for explant was "aortic root aneurysm s/p avr, s/p viv tavr" well as mixed ai/as. The sapien valve was explanted with bentall procedure using a 27mm ce inspiris valve and 32mm valsalva graft.